Event description:
On 15/nov/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on 13/nov/2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on 14/nov/2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli 19/nov/2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on 20/nov/2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on 19/nov/2023. As of 22/nov/2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. The patient¿s medical history includes a terminal cancer diagnosis, and on 20/nov/2023 it was decided the patient would enter hospice care. The patient¿s last ccpd treatment occurred on 19/nov/2023 and as of 22/nov/2023, the patient remains hospitalized. Hospice care is considered medical intervention, with the expectation being the patient will expire as a result. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The heater tray is damaged. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and cefepime (dosages, frequencies not provided), however on (B)(6) 2023 the patient was hospitalized for worsening abdominal pain. The patient¿s hospital course is largely unknown, however the outpatient peritoneal effluent culture result returned positive for escherichia coli (B)(6) 2023. The pdrn attributed causality to the patient¿s immunosuppressed condition, as well as the patient/caregiver not wearing masks during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s past medical history includes a terminal cancer diagnosis (specifics not provided) and on (B)(6) 2023 after a family meeting, it was decided the patient would enter hospice care. The patient¿s last treatment was on (B)(6) 2023. As of (B)(6) 2023 the patient remains hospitalized, with the goal of having the patient spend the holiday at home.